Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
The head comes off of the toothbrush 2-3 times [device breakage], no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that during a routine tooth brushing session, the oral-b brushhead, version unknown came off of the oral-b triumph professional care 9000 series toothbrush 2-3 times. The consumer elaborated that he or she had come very close to being hit in the eye area when this occurred. No symptoms developed.